Event description:
Received info, the pt experienced a worsening of his motor symptoms. Lead impedances were abnormal and on x-ray, the lead appeared fractured. A revision was planned to replace the lead. No pt injury. As additional info is received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).